Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 131 mg/dl, 296 mg/dl, 75 mg/dl, 65 mg/dl, and 51 mg/dl. Customer was feeling hypoglycemic symptoms of looking sweaty and talking incoherently. Customer's son obtained the results above, and treated the customer with a soft drink. Customer drank the soft drink on his own and felt better. No adverse event reported. Requested return of suspect device and replacement was sent.